Manufacturer narrative:
The pneumatic module was replaced to resolve the reported issue. Customer reports no patient information available.

Event description:
The hospital reported a malfunction resulting in an o2 level drop below the set value leading to patient desaturation. The unit was replaced and procedure resumed. There was no report of patient injury.